Event description:
This lead was attempted to be implanted on (B)(6) 2011. The md was unable to place the lead. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)